Event description:
A nurse reported that, during intraocular lens implantation surgery, the cartridge was split. There was no patient harm.

Manufacturer narrative:
Two used company cartridges were returned in the opened, stapled together company pouch for lot: 15977421. Both returned used company cartridges exhibited inadequate viscoelastic. Both had damage on the top center. The first cartridge had a crack which started in the nozzle and split as it extended into the thinner tip. The tip had heavy stress. The second cartridge had a split tip and heavy stress. Topcoat dye stain testing was conducted and both cartridge had acceptable results. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The lens model/diopters used were not provided. It cannot be determined if qualified lenses were used. A qualified handpiece and viscoelastic were indicated. The root cause for the tip damage appears to be related to a failure to follow instructions for use (IFU). The used company cartridges were returned. Both exhibited inadequate viscoelastic. Both had split tips and heavy stress. One was also cracked in the nozzle. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. Information was provided that the or temperate range is 60-75 degrees. It was also indicated that water and ophthalmic visosurgical device (ovd) was placed into the cartridges. The IFU instructs: use the company cartridge at operating room temperatures between 18 degree celsius c (64 degree fahrenheit) and 23 degree celsius (73 degree fahrenheit). Using the company cartridge at temperatures higher or lower than recommended range can result in lens advancement issues, which may cause lens and/or cartridge damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The lens information was not provided; it is unknown if qualified lenses were used. The correct cartridge is indicated on the lens case label and lens carton label. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ovd combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).